Manufacturer narrative:
Not released from implanting hospital.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned below the intended landing zone, placing the sealing ring in a location outside the treatment range for the implanted stent graft. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of balloon expandable stents in the left renal artery and superior mesenteric artery, and two aortic cuffs in an attempt to extend the proximal seal. After a prolonged procedure time, the physician elected to conclude the procedure and monitor the patient with a planned re-intervention to treat the endoleak at a later date. The patient experienced post-operative bowel ischemia and subsequently expired one day following the implant procedure.